Event description:
A customer reported they heard a buzzing noise and found melted pieces inside their epiq 5 ultrasound system¿s power cord. There was no injury or property damage associated with this event. The philips field service engineer performed an inspection and found the power cord melted due to a power supply failure. The service engineer replaced the power cord and power supply to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The reported problem was able to be reproduced and it was determined the cause was related to the pwb (printed wiring board) overheating on the mainboard. The service engineer replaced the power cord and power supply to resolve the customer¿s immediate concerns. The system is in service with no further similar reported problems.